Manufacturer narrative:
The company was not able to provide an accurate serial number for the dental light. The serial number they provided is not close to being a pelton & crane serial number because we do not use letters and our serial number range is currently between 1001 - 90,000+. Therefore, we are unable to properly identify if this is indeed a pelton & crane dental light or is this another manufacture's dental light. This complaint came as a result of the company faxing a notice of workers' compensation lien and subrogation claim to pelton & crane. The company informed pelton & crane that the dentist went to a doctor's office for treatment and was given a prescription medication (toradal) and was released from care. The company also informed pelton & crane that the dentist had the light repaired and the defective part was disposed of therefore, we are unable to investigate this alleged failure.

Event description:
A dentist was positioning a dental light for pt treatment, when the light arm spring assembly broke, allowing the light arm to fall onto the dentist's arm, causing a contusion/ulna nerve contusion to the dentist's right forearm.